Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart power cable (scrap item) to resolve the reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer observed that the patient side cart power cable was damaged. The procedure was completed with no reported injury.